Manufacturer narrative:
Samples associated with the reported event have been returned for eval, however the device analysis has not yet been completed. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by a convenience kit packaging company to whom navilyst medical sells bulk, non-sterile stopcocks, their (end user hospital) customer has reported that "stopcocks are introducing air when a tech has it attached in between a balloon and a 50 cc syringe - the hand pull negative pressure and air enters the balloon." Two samples have been returned for eval. No pt complications have been reported.